Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "blower stalled" (diagnostic code 1134), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported the error, "blower stalled" (diagnostic code 1134), had occurred. It was stated that the blower rotations per minute (rpm) stayed at 3000 when the pressure was set to 10 with no circuit attached on the pneumatics screen. The blower amps went from zero to 2.0 and the blower volts went from 0 to 1.2. The remote service engineer (rse) advised the customer to replace the blower. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.